Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for the elecsys ft4 ii assay (ft4) on the cobas 8000 e 602 module (e602). The erroneous results were not reported outside of the laboratory. No other tests were affected and no alarms occurred on the analyzer. The first sample initially resulted as > 7.77 ng/dl. The sample was repeated twice, resulting as 1.40 ng/dl and around 1.40 ng/dl. The second sample initially resulted as > 7.77 ng/dl. The sample was repeated twice, resulting as 1.61 ng/dl and around 1.61 ng/dl. The third sample initially resulted as > 7.77 ng/dl. The sample was repeated twice, resulting as 1.95 ng/dl and around 1.95 ng/dl. No adverse events were alleged to have occurred with the patients. The customer stated that the reagent pack was switched over to a new one prior to the event. A general reagent issue could be excluded. The investigation was unable to find a definitive root cause.